Event description:
The customer reported obtaining incomplete hemoglobin results (non-numerical result) for several patients from the coulter lh 780 hematology analyzer. The customer also reported that the instrument generated intermittent light scatter (ls) offset errors on background. The customer indicated that there were no results reported from the instrument in question. The customer reported results which were generated from a back up analyzer and there was no change or affect to patient treatment in connection with this event. The customer did not provide any instrument printouts for this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse replaced the hemoglobin (hgb) cuvette, solenoid 18, and hgb lamp to resolve the incomplete hemoglobin results issue. The fse also discovered a partially clogged solenoid 5 and proceeded to replace solenoid 5 to resolve the issue. The fse then cleaned the flow cell exterior to resolve the intermittent light scatter (ls) offset errors. Results: failure mode of the event are attributed to faulty hgb cuvette, lamp, and solenoid 18. The fse also found a partially clogged solenoid 5 and dirty flow cell exterior. The instrument generated ls offset errors to alert the customer of an instrument problem.